Event description:
The event is reported as: the device has a crack in the tip. The package was never opened.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.